Event description:
Healthcare professional reported 2 days after injection with juvederm ultra plus xc, the patient developed an occlusion in the lip and discoloration. Patient treated with hyaluronidase, prednisone, hot compress, massage, and aspirin. Symptoms are ongoing.

Manufacturer narrative:
The events of pain, swelling and bruising are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary. The documentary research in the batch file shows that no element could explain these reactions all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Additional information provided by healthcare professional reports after injection in lips, patient also developed pain, swelling, and bruising at right upper lip. Patient treated with keflex and additional hyaluronidase symptoms are resolved. Previously reported juvederm ultra plus xc changed to juvederm ultratm xc due to additional information provided by healthcare professional.

Manufacturer narrative:
Unique identifier (UDI) #: not applicable. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "occlusion and discolouration" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.